Event description:
It was reported that during the use of the balloon catheter for a cardiac ablation procedure, there was a possible kink in the balloon. The product was replaced by another medtronic product. It was noted that the patient was not under general anesthesia. The case was completed without any patient symptoms or complications related to the event. No medical or surgical intervention was needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 22598 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for three applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n046 (the system detected a compromised balloon indicating there was an outer vacuum leak). During pressure testing of the balloon segment, an inner balloon breach was observed. Dissection of the balloon segment identified an inner balloon material fracture. During inspection of the shaft segment, a guide wire lumen kink/twist was observed inside balloon proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported issue of a kink in the balloon was confirmed and the balloon catheter failed return inspection due to an inner balloon breach and mat erial fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.